Manufacturer narrative:
No button response to select act button due to flattened switch dome. During visual inspection, found the keypad connector on electrical board was properly locked. No damage to the keypad assembly noted. The device passed displacement test and self test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed button error. The customer¿s blood glucose levels was 121 mg/dl and 154 mg/dl. The customer stated that the driver support cap was normal. The customer stated that the insulin pump was not exposed to high magnetic fields. Customer states they were not able to clear the alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.